Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The day before the event date, the patient already experienced inaccuracies. On the day of the event, the patient did not experience any symptoms at the time of the inaccuracy and the cgm was reading 14.0 mmol/l and the blood glucose reading was 7.8 mmol/l. The patient changed the sensor because of the inaccuracy and when the new sensor was inserted, the patient stated that she did not feel any hypoglycemic symptoms, but that she was tired and felt like she was falling asleep, and that she thought this was due to a lack of sleep. However, during the warmup time of the new sensor, the patient lost consciousness and when found by her mother, was barely breathing. The patient stated that due to the inaccuracy too much insulin must have been given by the insulin pump of the patient which was connected via a close loop system. An ambulance was called and when the paramedics arrived the patient was given intravenous treatment and was given an oral jelly. The patient regained consciousness after the intravenous treatment and was given some more orange juice. The patient refused to go to the hospital and no further treatment was reported to be necessary. There was no further documentation of medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.